Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. Device analysis revealed a kink in the lap joint, a damaged in the lap joint from femoral marker to the distal end and separation/open hole in the lap joint assembly. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup was found within the telescope section of the device. Windup were encountered in the double heat shrink area and the non-heat shrink area in the telescope area. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context is assigned for the separation/open hole in the lap joint assembly as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on investigation completed on 16-nov-2017. It was reported that lost image occurred. The target lesion was located in the coronary artery. During the procedure, an opticross¿ imaging catheter was selected for use. However, the physician noticed that image disappeared. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient had no injury. However, device analysis revealed a separation/open hole in the lap joint assembly.